Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The shaft separation was confirmed. The difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties removing the stent delivery system; however the shaft separation appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the device was used in the popliteal. It should be noted the multi link 8 coronary stent system instructions for use states: the multi-link 8 coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous moderately calcified lesion in the popliteal. Reportedly, the 4.0x38mm multi-link 8 stent delivery system (sds) seemed stuck when attempting to remove it after stent implantation. The resistance felt was between sds and guide catheter. A part of the shaft was missing once the sds was removed; however, the missing part was found inside the guide catheter after removal. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.